Event description:
It was reported prior to procedure that the right ventricular lead was found to have insulation damage and its helix already extended upon removal from the box. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while insulation damage was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning the helix could be extended and retracted and full extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Visual inspection of the lead did not find any anomalies.